Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, an endologix sales representative was informed by a gore sales representative that this patient had a re-intervention. The physician elected to reline the original implanted devices with a non- endolgix (gore) stent to treat this patient. No further information was provided. Additional information: during the clinical investigation of this event, a type ii endoleak of the inferior mesenteric artery was identified. The event is anatomy related and not related to a device failure therefor this event is no longer reportable.

Manufacturer narrative:
At the completion of the clinical assessment, the reported event of secondary endovascular procedure with non-endologix devices is confirmed, however unable identify any device failure. Procedure related harms for this event is the type ii endoleak from the inferior mesenteric artery identified during the clinical investigation which is anatomy related. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was not reported. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Corrections: h6: device remove 3190. H6: result remove code 3233. H6: conclusion remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, an endologix sales representative was informed by a gore sales representative that this patient had a re-intervention. The physician elected to reline the original implanted devices with a non- endolgix (gore) stent to treat this patient. No further information was provided.